Event description:
The caller reported that the insulin gauge displayed an amount different than expected, showing discrepancies in the fill estimate. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge, or occasionally changing it, and was advised by technical support to call back for troubleshooting if an active fill estimate issue occurred. No further information regarding the outcome was received.